Manufacturer narrative:
The investigation confirmed the reported complaint. It appears that the pump coupling was aging which caused the pump to not perform properly during use. Repair of the pump was performed. All functions tested 100% to manufacturing specification.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the dp 20 was returned to (B)(4). Evaluation determined that the pump coupling was defective. Aging of product component pump head, IFU dictates functional testing before use, defect confirmed. The root cause was defective pump coupling. The investigation confirmed the reported complaint. It appears that the pump coupling was defective which cause the pump malfunction during use. Repair of the pump was performed. Upgraded kit art# 4165n, consists of; four (4) spacers, four (4) screws, four (4) nuts, one (1) safety drive key made of aluminium. Circuit board was tested 100% and no failure was detected. All functions tested 100% to manufacturing specification.

Event description:
Customer states that when they stepped on the foot pedal of the tumescent infiltration pump it worked sporadically.

Event description:
Investigation was performed on (B)(6) 2014, which determined that the pump coupling was aging. Instructions for use (IFU) indictates functional testing before use, no risks to patient in this case.